Event description:
Customer received packaging of which the plastic container containing the 10 syringes is peeling off from the inside. It looks like the plastic has melted, and it is coming off the bottom. The lot number in question is: 2311125.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two trays and two photos were provided to our quality team for investigation. Through visual inspection, it can be observed the plastic tray is discolored and damaged. There was no evidence of holes or other perforations identified when inspecting the product. A device history review was performed for the reported lot 2311125, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Both packaging and sterilization records were reviewed and verified equipment was operating within specified limits. Retained samples of the reported lot were used for additional evaluation. The trays were inspected and were found to be visually damaged, as also seen in the samples provided. Pressurized testing was performed on the retained samples and verified there was no holes or other damage within the tray, confirming the sterility is maintained. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, the damage observed was determined to be a visual defect. While we could not identify a direct issue, a project has been initiated to further review the sterilization process to verify if it may affect the visual appearance of the tray. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer received packaging of which the plastic container containing the (B)(4) syringes is peeling off from the inside. It looks like the plastic has melted, and it is coming off the bottom. The lot number in question is: 2311125.